Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified volume of an unspecified medication, at an unspecified rate, after an unspecified length of time after the delivery was started, it was reported that the nurse and pt noted the pt's bed was wet. At this time, the customer contact reported that the nurse noted an unspecified volume of solution leaked from the top of the distal clave y-site of the tubing set. No specific details were provided. It was reported that the needleless port may have been accessed with a needle. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.